Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach, a strut within the skirt of a 26mm sapien 3 ultra resilia valve was bent backwards, which was noticed under fluoroscopy after valve came out of the sheath into the aorta. The physician tried pulling valve back into the sheath unsuccessfully. The valve was deployed in the abdominal aorta below the renal arteries. The delivery system and esheath were removed from patient as a single unit with no cutdown needed. After withdrawal, no damage was found on the esheath. A second 26mm sapien 3 ultra resilia valve was deployed successfully in the aortic valve. The patient was in stable condition. There were no issues during the crimping phase. The physician stated there was no resistance, and the field clinical specialist did not notice any resistance as they watched the delivery system enter the sheath. The perceived root cause of the event was damage somehow during insertion, but it was unclear at what point.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05619. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve frame damage was unable to be confirmed based on unavailability of relevant imagery. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as the bent strut was observed after the valve exited the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.